Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.

Event description:
It was reported by patient that the underwent a hip arthroplasty in 2006. Post op, he experienced pain and was revised in 2008.